Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient fell, cut the pocket and developed an infection. The system was removed. No further patient complications have been reported as a result of this event. The left ventricular lead was explanted and returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body bluid (not obstructed).

Event description:
It was reported the patient fell, cut the pocket and developed an infection. The lead was removed. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient fell, cut the pocket and developed an infection. The system was removed. No further patient complications have been reported as a result of this event. The left ventricular lead was explanted and returned.